Event description:
Boston scientific received information that, during the left ventricular (lv) lead revision procedure, this right ventricular (rv) lead exhibited intermittent capture. The physician speculated that it may have had something to do with the lv lead and oversensing. Under fluoroscopy, the lv lead was found to have pulled back into the coronary sinus and the rv lead was still in its original apical position. A revision procedure was performed and the lv lead was repositioned and good threshold measurements of 1.4 v were obtained. The rv threshold measurements were 2 volts after several tests. The physician then decided to monitor the rv lead. After the case the field representative checked the patient and there was intermittent capture seen again at maximum outputs. It was noted that the patient was dependent but they did not observe asystole for greater than 2 seconds. The patient did indicated he felt dizzy but it was only when he bent over to tie his shoes. Another revision procedure was performed for the rv lead due to pacing thresholds measurements of 2.9 volts at .5 milliseconds or 2.7 volts at 1 millisecond. The rv lead had programmed outputs to 6 volts at 1.0 millisecond and left implanted. The physician will continue to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.